Event description:
C/o dizziness and near syncope when rising from supine position, some external dyspnea. Pacemaker found to have low impedance. Pacemaker revised 1/28/97. Findings included old right-sided atrial lead with insulation break and blood at insultation which was capped. Old right-sided ventricle lead without obvious change was cut and capped. New device implanted.